Manufacturer narrative:
Date of event is an estimated date. Implant date is an estimated date. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of infarction, stenosis, and occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, stenosis and occlusion, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect of death reported is being filed under a separate medwatch report number. The UDI is unknown as the part and lot number were not reported.

Event description:
It was reported in a research article that xience v and non-abbott drug eluting stents were implanted and the results after 5 years were studied. Patients in the everolimus eluting stent (ees) group underwent target vessel revascularization (5.1%), in-stent restenosis (5.9%), in-stent occlusion (2.1%), all-cause mortality (3.4%), and nonfatal acute myocardial infarction (2.5%). Additional details can be found in the article titled "comparison of 5-year outcomes of zotarolimus-eluting stents and everolimus-eluting stents".